Event description:
It was reported that customer experienced issues with loose usb port that sometimes made charging difficult. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.